Event description:
It was reported that the implantable neurostimulator (ins) had dislocated and moved in the pocket approximately on (B)(6) 2013. A revision was performed to correctly position the ins. It was unknown if there were any patient symptoms or complications. No outcome was provided regarding the event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient was doing well following the revision. They were receiving effective therapy.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 9614453.

Manufacturer narrative:
(B)(4).